Manufacturer narrative:
(B)(4). Date sent: 02/19/25. D4: batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished #ec60a, with lot/batch #c9ez1g, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the echelon manual stapler did not advance in the entire shot and was only able to advance in the first part of it. It was stuck and they failed to open the jaw. There was no patient consequence nor surgical delay reported. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 3/24/2025. D4: batch #307c47. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec60a device was received for analysis with jaws and closure trigger in closed position and with a gst60b reload loaded. The reload was received partially fired 2/3. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. In order to perform the functional test, the device was tried to open but the release button was broken and the spring trigger release was loose making the device non-functional. No further functional testing could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and the trigger release button area was broken. No conclusion could be reached on what cause the release was broken. One possible scenario for the described event is due to applying a large prying force on the closure trigger handle in the opening direction. This can then result in damage to the release button if the applied load is high enough. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meet the required specifications prior to shipment. Batch records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number 307c47, and no non-conformances related to the reported complaint condition were identified.